Event description:
Report received from the (B)(6) stating "the surgeon was using the drill for a thoracic fusion procedure when it burst. The hose has burst where it connects to the handpiece and 105cm from where the hose joins the air supply." No pt or user injury reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The customer's complaint was confirmed. The device was evaluated and the hose was ruptured approximately 105cm from muffler end of hose assembly. This is most likely due to the hose being occluded between the rupture and muffler end of hose. Occlusion marks were observed on this section hose. If additional info is received, a supplemental report will be sent.